Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction internal fixation (orif) surgery for clavicle fracture with variable angle (va) locking screw. The surgeon inserted the va locking screws in the 4th, 1st, and 3rd order of the distal holes of the plate. While inserting the second distal locking screw, the screw head broke before torque was applied. However, the surgeon did not feel that the screw head had broken. This event was confirmed when the scrub nurse noticed that the returned screwdriver had a screw head attached. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: part # 04.211.022ts. Lot # 9l39459. Manufacturing site: werk selzach logistik . Release to warehouse date: 16.may.2022. Expiration date: 01 may 2027. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.022. Non-sterile lot # 607p595. Manufacturing site: werk selzach logistik . Release to warehouse date: 14.jan.2022. Supplier: synthes USA hq, inc. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.